Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct date of event is (B)(6) 2015; not (B)(6) 2015, as previously reported. This report is filed, (B)(6) 2015.